Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws did not open completely after sealing during an esophagectomy. Another device was used to continue the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4). The reported condition of the jaws not opening completely after sealing was not confirmed. Mechanical function of the latch mechanism was acceptable. The jaws opened and closed normally when the latch was retracted and released. The investigation found the device to function normally and within specifications. No trend has been identified for this failure mode. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.